Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and discomfort with pain. Reportedly, the patient's pocket site was too elevated, and the physician decided to do the explant procedure. There were no additional adverse patient effects reported. The ra lead remains in service.